Event description:
It was reported that the event involved a male pt, with length of time intra-aortic balloon pump (iabp) in use prior to event, 15 hours. While in the dsa (catheter room), the intra-aortic balloon (iab) was inserted sheathless via the pt's left femoral artery. After insertion, the machine failed to turn on with long time alarm. The iabp was exchanged off the pt. There was no reported pt death, injury or complications. There was a reported 1 hour delay in iabp therapy. The engineer brought a new iabp to the customer. The pt outcome is listed as "well." The engineer took the machine apart and found the battery voltage was 10.6v (normal voltage: 11.7v) and the charging voltage was 10.6v (normal range: 13.5v-14.1v). The engineer replaced the power supply on the iabp (s/n (B)(4)) with a new one. The iabp was then working normally and output voltage was in normal range. The power supply was confirmed. Additional information received on (B)(6) 2013 by the quality engineer stated that "dsa means catheter room. The iab was inserted and the pt received iabp therapy for 15 hours, then powered off and failed to turn on." Further information received on (B)(6) 2013, stated that the pump was on ac at the time of the event. An update received on (B)(6) 2013, stated that after the malfunction happened, the iab was deflating. The doctor used the syringe to conduct inflation and deflation several times within 1 hour for the purpose of preventing thrombosis.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.